Manufacturer narrative:
Returned product analysis was performed on the full lead and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was noted that during the ra lead replacement procedure, the right ventricular (rv) lead dislodged as well. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.